Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent nighttime low glucose after recent surgeries and sometimes consumed sugar at bedtime when glucose was under 100 mg/dl; the spouse reported the user disconnected from the pump during a low, and downloadable data showed insulin delivery suspended appropriately, with troubleshooting and education provided and oral glucose used to treat lows. Symptoms included hypoglycemia with slurred speech. Outcomes included the need for unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the user and spouse and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.